Manufacturer narrative:
Liquid shorted out footboard connector preventing cpu from working. Faulty nut in lift motor.

Event description:
It was reported by service report that the bed was drifting and there was evidence of fluid ingress in the footboard. The customer could not determine if there was patient involvement or if there were adverse consequences to report.